Event description:
Information was received indicating that while in use of a smiths medical cadd ms3 pump, it was noted that the patient was not breathing due to the pump running out of remodulin. It was reported that the patient passed out and was hospitalized. No further adverse effects were reported.

Manufacturer narrative:
(B)(4).